Event description:
It was reported that the device¿s sleep/wake button intermittently failed to respond, consistent with a user interface hardware malfunction of the external control and housing/button component. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued use without medical intervention, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting guidance, device reboot, functional checks of the wake button, shipping logistics review, and collection of the device for evaluation and further inspection of the returned device. Investigation of this device revealed that a restart temporarily restored button function, and the issue aligned with a mechanical or electrical fault of the wake button assembly consistent with intermittent actuation failure. It was concluded, based on previously established findings for similar reports, that the cause was product component failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.